Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed for collagen deposition into the artery. Based on the available information for this event, it was mentioned that the collagen was deployed although the anchor was not properly posted. The likely cause for the alleged failure could be over insertion of the hemostasis sheath/ carrier tube assembly which could have led to releasing the anchor deep in the vessel and collagen partially entering the artery. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Explant date (2021 reports): explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the right femoral artery was punctured with an 8 fr angio-seal sheath. After rotablator was used, the artery was dilated using a drug-coated balloon and the procedure was completed. The angio-seal device was then used for hemostasis. However, the collagen was inserted without the anchor properly being opposed to the vessel wall, which allowed the collagen to slip into the artery. The angio-seal itself had no problem. A destination guising sheath was inserted from the brachial artery, and the collagen was opposed to the vessel wall of the eia using a misago stent. Blood flow was secured, and hemostasis was successfully achieved by the angio-seal device. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 7 mm. There was no health damage. The blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.